Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient developed a draining wound. Doing an I&d, liner exchange today. Doi: (B)(6) 2019; dor: (B)(6) 2019; left knee.